Event description:
The nosecone separated from the catheter. The physician was able to retrieve the nosecone without further complications. No pt implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.